Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-00918. Follow-up identified surgical intervention was undertaken wherein it was noted the lead had pulled out of the extension. Subsequently, the lead was explanted and replaced for a different model. The extension (device 2) was also explanted at the procedure. Stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two scs systems implanted. This event pertains to the cervical system. It was reported the patient experienced loss of stimulation. Diagnostic testing indicated high impedance contacts on the cervical lead. Reprogramming was unsuccessful in restoring stimulation. Surgical intervention is planned to address the issue.